Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cusa nxt1 has been ineffective during endoscopic transsphenoidal cases since the hospital purchased the unit in (B)(6) 2014. The surgeon stated that the unit and handpiece seem to work outside of nose, but once they engage tissue (transsphenoidally)the unit does not perform. The or suite does not contain a 3-tesla MRI and, although not active, a magnetic field is still present. They purchased unit because of it MRI compatibility. There was no patient injury or delay as a result of this issue. The patients age and underlying medical condition are unknown.